Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Further root cause could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient ECG through the defibrillation electrodes. A backup device was used, however there was delay of 5 minutes. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. The patient survived.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient ECG through the defibrillation electrodes. A backup device was used, however there was delay of 5 minutes. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. The patient survived.